Event description:
Filter inserted into spun tube of blood. Serum should be pourable from inside filter only but, in bad lots, the serum also drips down the outside of the filter onto gloves, tables, hands, etc; exposing lab employees to blood.